Event description:
It was reported that the patient had a cough and was feeling shortness of breath. An x-ray was performed that showed atrial lead dislodgement. The right atrial lead was unable to sense or pace. The lead was explanted and replaced. The patient is a participant in (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Rvdr01 implantable pulse generator 2012-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.